Event description:
Event description cpi received information that at the replacement procedure of an ICD this endotak transvenous defibrillation lead exhibited an impedance measurement higher than 2500 ohms. A 'broken wire' was assumed by the physician.